Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery was depleting very rapidly had received replace battery now alarm in history. The insulin pump received low battery alert prior to replace battery now alarm. Timing was not less than 8 hours from the low battery alert to replace battery alert. New battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.